Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent charging issues were experienced with the pump battery, despite the use of multiple usb cables. Customer reported pump needed to be 'propped' to maintain charge. Customer¿s blood glucose level was 202 mg/dl. The customer reverted to an alternate method of insulin therapy.